Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited one high out of range pacing impedance measurement on the competitor right ventricular (rv) lead. Upon interrogation, one episode of oversensing was found that occurred in (B)(6) 2012, but it was not reproducible in the clinic. All measurements were stable and normal and no intervention will be done. No adverse patient effects were reported. Later, boston scientific received information that high out of range pacing impedance measurements kept recurring with the competitor rv lead, and there were four episodes of non-sustained ventricular tachycardia (nsvt). An electrogram (egm) showed that the nsvt episodes corresponded with spikes of noise that had short duration. There was no loss of capture. Based on these findings, the physician decided to schedule a revision procedure. When the pocket was opened, a connection issue was ruled out as all connections were fine, but the competitor rv lead was severely curved with several s-shaped curves and the insulation was a different color at the place of the curve. A conductor fracture was suspected, and this lead was replaced with a boston scientific lead. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.